Event description:
It was reported that the customer had blood glucose levels of 600 mg/dl. The customer stated that their insulin pump was lost while hospitalized. The customer was hospitalized (B)(6) 2015 due to dialysis and foot amputation. Customer's blood glucose level at the time of the call 164 mg/dl. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.